Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. They reported that they went to the amusement park and went through a metal detector and since then had been feeling vibration signals that were really powerful down to their bottom. When they sat down it was like a jolt or a pulse. They were still feeling this sensation; it was not momentary. They did not have their programmers to do troubleshooting because they were lost. They intended to find a new healthcare provider and follow up with them.